Event description:
System displayed an error code during a biopsy procedure. The customer stated that the error code occurred during the last sample and it was noticed that the cutter would not retract. Adequate samples were retrieved and there was no patient consequence. The device was returned for evaluation.